Manufacturer narrative:
Description of event: as reported, during the placement of a branch graft device, the check-flo valve of a flexor introducer sheath separated from the device. Femoral access was gained, and the device was advanced inside of another manufacturer's stent graft. The patient presented with a thoracoabdominal aortic aneurysm and a downward facing left renal artery. After deployment of the branch graft device, heavy resistance was felt when removing the complaint device over a rosen wire guide, and the check-flo valve separated from the device. The device was pulled by the hub, and the dilator was not in the device when the separation occurred. A new introducer was used to continue the procedure. The patient experienced minimal blood loss but did not require any intervention as a result. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. The customer returned one kcfw-8.0-38-90-rb to cook for investigation in a used and damaged condition. Physical examination confirmed separation of the shaft, including the flare, from the check-flo hub. No material remained within the cap check-flo assembly. The lot number of the device is not known; accordingly, a review of the device history record and complaint history could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "warnings¿: ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ ¿precautions¿: ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control. No related gaps in production or processing controls were noted. Cook has concluded that user error contributed to this failure mode, as the sheath was removed without the dilator reinserted, contrary to the warnings of the IFU. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Customer name and address phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during the placement of a branch graft device, the check-flo valve of a flexor introducer sheath separated from the device. Femoral access was gained, and the device was advanced inside of another manufacturer's stent graft. The patient presented with a thoracoabdominal aortic aneurysm and a downward facing left renal artery. After deployment of the branch graft device, heavy resistance was felt when removing the complaint device over a rosen wire guide, and the check-flo valve separated from the device. The device was pulled by the hub, and the dilator was not in the device when the separation occurred. A new introducer was used to continue the procedure. The patient experienced minimal blood loss but did not require any intervention as a result. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.